Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the difficulty retrieving the filter was likely due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter and continue to pop out during removal resulting in the difficulty removing. Based on the reported information, there is no indication that the reported retraction problem and difficulty removing is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery (sfa) with moderate calcification. The large emboshield nav6 embolic protection system (eps) was advanced to it's intended location and the filter was deployed. During the procedure the filter became very full; however, the physician was able encapsulate the filter into the retrieval catheter. While removing the eps resistance was noted with the anatomy and the filter popped out of the retrieval catheter 3-4 times. The final time the filter popped of the retrieval catheter the eps was in the introducer sheath; therefore, the filter was removed not encapsulated in the retrieval catheter with the introducer sheath as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.